Event description:
The customer reported that two errors displayed on the unit. One error indicated black and white lines (on image) and the other error indicated an elevated internal temperature on the unit. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). The service rep replaced the di pc board. The service rep performed the calibration and self tests, and all functions met specifications. (B)(4).